Event description:
The nurse was stuck by a safety IV needle that did not shield itself properly. The nurse was attempting to start an IV line when the event occurred. The needle point slipped out the side of the shielding cap and the nurse was stuck by the device. The nurse suffered a needlestick to the finger and had to report to the ed as do all occupational exposures. Lab work was completed on the source patient only, who harbored no bloodborne pathogens.the nurse retracted the needle after successful cannulation of the vein. The tip of the needle was not fully covered by the shield after retraction. The nurse reported that the tip of the needle was actually sticking out through the side of the device. The rn disposed of the device unfortunately. However, the manager sat down with the nurse and was able to recreate the event with a sterile version of the same device.what was the original intended procedure?start an IV.